Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be charging slowly. Reportedly, the battery only increased 10-15% after charging for an hour. The customer's blood glucose level was 230 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.